Event description:
The pt stated that he awoke in 2007 and noticed that his infusion set tubing had become completely separated at the luer-lock connection. He measured his blood glucose at the time and it measured 297 mg/dl. He did not report symptoms related to his elevated blood glucose level. He reported his normal blood glucose range to be 75-120 mg/dl. At the time of the call, he was preparing to administer insulin by injection to correct his elevated blood glucose. He stated that he would replace his infusion set tubing. He did not specifically acknowledge awareness of the recall. Therefore, he was educated regarding recall diligence and was provided with the recall notification. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.